Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested, but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported redness and weeping which started under the tape border of the natura wafer. After switching to a full barrier wafer, the end user indicated he had initial improvement of the skin; however, the skin worsened again. The end user saw his physician who cultured the weeping skin and found the end user had an infection. The end user was started on amoxicillin clavunate orally and given topical nystatin powder. The end user is again using the natura wafer with the tape collar. He reported that although he is still changing multiple times per day due to the weepiness of the skin, the rash has started to clear. No photographs are available.